Event description:
It was reported to nova biomedical that a consumer received a high reading on her blood glucose meter and administered 7 units of insulin. She subsequently experienced a hypoglycemic event requiring medical intervention. During the original call, it was revealed that the consumer stores her test strips in the bathroom and does not control solution test each new vial of test stirps. Both of these practices are against our directions for use and can compromise the integrity of the test stirps. The consumer will return the meter and device for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.